Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl and the cgm did not read ¿high.¿ reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. The customer changed supplies, installed a third cartridge, and resumed insulin therapy. Ultimately, the customer reverted to an alternate method of insulin therapy.